Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 4 events were reported for this quarter . Product return status: 3 devices were received for evaluation; 1 device was available for evaluation but has not yet been received. Evaluation status: 3 device evaluations are in progress. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device had a component detach; 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 4 total events were initially reported. 4 previously reported events are included in this follow-up record.   Product return status 4 devices were received.   Evaluation status confirmed 4 reported events were confirmed during testing. - 4 devices were found to be affected by a missing nose tip.   Additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had a component detach. 4 events had no patient involvement; no patient impact.